Event description:
It was reported that while using the bd vacutainer® 9nc 0.109m plus blood collection tubes that there was underfill or low draw of a tube with blood. The following information was provided by the initial reporter: patient 2.23 plasma prothrombin time (pt value) was collected for measurement. A blue tube was pumped until there was no draw, and the blood volume was checked. The difference from the required standard line was about 0.5 ml. The anticoagulant in the blue tube required the amount of blood can only reach the position marked on the tube, so the patient was replaced with a blue tube to continue blood collection without causing a second puncture to the patient.

Manufacturer narrative:
Investigation summary mat: 363095. Lot:2189012. Bd did not receive samples or photographs from the customer in support of this complaint. 20 retained samples were draw-tested with deionized water. From this testing, it was determined that all 20 tubes drew within specification. Bd was unable to confirm customers¿ indicated failure mode based on the retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.